Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 24.9 mmol/l. The customer¿s current blood glucose level was 15.9 mmol/l. The customer did experience any symptoms such as dizzy, shaking and mouth was dry. Troubleshooting was done for high blood glucose. The customer was treated with insulin pump for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.